Manufacturer narrative:
The full number for the product in question is (B)(4) (1/27/2003). Immucor technical support used a remote electronic connection method on 06sep2017 to assess the instrument test well images in question, and determined that the instrument test well images in question showed well numbers 1 and 3 as showing red blood cell adherence. The product had already expired before retention testing could be done, but the immucor laboratory had already performed specific lot retention testing in the past on 06sep2017, which performed as expected. An immucor field service engineer (fse) visited the customer site on 13sep2017 and found the testing instrument in question to be operating as expected.

Event description:
On 05sep2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument, when tested on (B)(6) 2017.